Event description:
Info received that the CPR lever would not lower head of bed when pressed. No injury reported.

Manufacturer narrative:
Technician found that the CPR lever would not lower the head of bed as the CPR valve on the hydraulic power unit was stuck. Removed the spring and plunger, cleaned and replaced to resolve this issue.